Event description:
The pt received, the scs system on (B)(6) 2009. It has been reported the pt is unable to increase stimulation. The pt also reported the amplitude bars automatically decrease. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.